Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 15:00:33. During night drain cycle one, the patient's ultrafiltration reading was 542ml, indicating the home patient drained 542ml more than their maximum programmed fill volume of 800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received functional testing. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.